Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a bad sensor alert following two calibration error alerts. She also reported that the sensor reading was 50 mg/dl and activated threshold suspend when the blood glucose reading was 188 mg/dl. She was advised to remove and change out the sensor. Nothing further was reported.